Manufacturer narrative:
One sample was returned. Three samples were not returned. There were three cases with a method code of type of investigation not yet determined (4118), a result code of results pending completion of investigation (3233), and a conclusion code of conclusion not yet available (11). There was one case with a method codes of analysis of production records (3331), device not returned (4114), a result code of no findings available (3221), and a conclusion code of cause not established (4315) the manufacturer internal reference number is (B)(4).

Event description:
This report summarizes malfunction reports of scratched intraocular lenses (iol). The reported patient age range from unknown to 74 years. There were 2 male patients and 2 patients with unknown gender.

Manufacturer narrative:
Additional information provided in h.6. And h.11. Three samples were not returned. One sample was returned. There were four cases with a method code of analysis of production records (3331). There were two cases with a method code of device not returned (4114). There was one case with a method code of incomplete device returned (4116). There was one case with a method code of analysis of data provided by user/third party (4112). There was one case with a method code of testing of actual/suspected device (10). There was one case with a method code of device not accessible for testing (4117). There were three cases with a result code of no findings available (3221). There was one case with a result code of inappropriate material (202). There was one case with a result code of operational problem identified (114). There were three cases with a conclusion code of cause not established (4315). There was one case with a conclusion code of cause traced to user (d11). There was one case with a conclusion code of failure to follow instructions (d1101). The manufacturer internal reference number is (B)(4). The manufacturer internal reference number is: (B)(4).